Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: argument for prophylactic, catheter-based repair of mitral regurgitation. The single leaflet device attachments mentioned in the attached article are filed under another MFR #.

Event description:
This is filed to report mitral stenosis and recurrent mitral regurgitation. It was reported through a research article, that post mitraclip procedures, patients may experience mitral stenosis and recurrent mitral regurgitation, which may be related to the mitraclip devices. Details are listed in the attached article, titled argument for prophylactic, catheter-based repair of mitral regurgitation.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The clips remain implanted. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A conclusive cause for the worsening mr and mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.